Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not phaco. The handpiece was disconnected and reconnected and it then was able to be used. The procedure was delayed approx 15 mins.